Event description:
On (B)(6) 2015, candela received notice of third party litigation regarding a pt injury. It was reported that a pt received laser treatment with a vbeam perfecta laser and sustained several, severe burns from laser treatment.

Manufacturer narrative:
It was noted that the laser system was identified incorrectly in the legal notice. The serial number that was provided in the notice is for the vbeam laser system. Candela reviewed its complaint database and concluded that there have been no injury complaints not have there been any similar events identified with this particular serial number. Upon review of the service history for the unit, it was revealed that the user site had sold the unit to a third party in 2008. Investigation is currently ongoing. Awaiting further details from litigation.